Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a damaged upstream occlusion seal. During the functional testing, the customer reported issue was able to be confirmed. The cause of the issue was found to be the damaged lemo connector. The lemo connector was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump was not recognizing the dose cord and two pins were broken off in the plug. There was unknown patient involvement and unknown patient harm/adverse event reported.